Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in high out of range shock impedances measuring at the highest 145 ohms. During a generator change out procedure for normal battery depletion the rv shock lead impedances (sli) measured 120 ohms. A commanded synch 41 joule shock was delivered and the impedances measures 101 ohms. Technical services discussed vector programming and suggested to program rv to can and to consider performing another commanded shock with the new programming change. The boston scientific field representative believes they will program rv to can. At this time this rv lead remains in service. No adverse patient effects were reported.